Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Blood test strips were used and they tested positive. Estimated blood loss was 250 cc's. Pt had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.